Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect gen.2 sodium results for multiple patient samples since (B)(6) 2018. Of the data provided for six patient samples, only the results for one of the samples were discrepant. The initial result was 126 mmol/l and the repeat result was 133 mmol/l. The erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was a missing o-ring under the mix tower. He adjusted some settings and replaced the missing o-ring. All diagnostic testing passed, the customer calibrated, ran qc, and repeated the patient in question. The new result compared to the repeat result.